Event description:
The customer reported the touchscreen was not working, the image did not transfer to pacs, the images saved under different pt names. Also, the system was slow with processing. A pt was involved, but not injured.